Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 30. Details of surgery: primary stability not achieved. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding, increased sensitivity, hypersensitivity, abscess, fistula and inflammation. No further patient complications were reported.